Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and found that during the autofill process, the compressor would either not start at all or it would power cycle during the autofill process. The fse troubleshot the issue down to a faulty patient module. To fix the issue, a new patient module assembly was installed and a full calibration, functional and safety checks to meet factory specifications were performed. The unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that a patient was being transferred while receiving therapy with a transport cardiosave intra-aortic balloon pump (iabp), and upon arrival, during preparation and startup of the in-house cardiosave, the warning message "autofill failure" was displayed while the intra-aortic balloon (iab) catheter was attached to the iabp unit. Two separate attempts to initiate pumping occurred and after the second failed attempt to initiate pumping, a second in house iabp unit was quickly attached to the patient catheter with successful initiation of pumping. Total time of interrupted support was approximately 5-7 minutes and the patient remained hemodynamically stable throughout with no negative impact. No patient harm, serious injury or adverse event was reported.